Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain/ pain"), uterine haemorrhage ("abnormal uterine bleeding"), postmenopausal haemorrhage ("postmenopausal bleeding"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 38-year-old female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included menses irregular, uterine bleeding, chronic cervicitis, benign cervical tumor and obesity. Concomitant products included norlestrin fe (loestrin fe), paracetamol (acetaminophen) since 2010 and vicodin (lortab 5/500). On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced alopecia ("hair loss"), uterine leiomyoma ("fibroids") and premature menopause ("premature ovarian failure"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and postmenopausal haemorrhage (seriousness criterion medically significant). The patient was treated with oxycodone (percocet), ibuprofen (motrin), surgery (hysterectomy with bilateral salpingo-oophorectomy ¿ lavh) and surgery (underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, uterine haemorrhage, postmenopausal haemorrhage, autoimmune disorder, uterine leiomyoma, premature menopause and hypersensitivity outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered alopecia, autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, postmenopausal haemorrhage, premature menopause, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. On (B)(6) 2017, surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Benign endocervical polyp. Negative for dysplasia. Endometrium: benign late secretory endometrium. Myometrium: leiomyoma, 1.5 cm. Serosa: unremarkable. Fallopian tubes: benign bilateral fallopian tubes. Negative for hyperplasia, atypia or malignancy. Gross examination: "cervix, uterus, bilateral fallopian tubes": the right fallopian tube measures 8.3 cm in length with an average diameter of 6 mm and minimal, probable intact fimbria. The left fallopian tube is dilated at the distal half measuring 7 cm in length with a diameter ranging from 5 mm up to 1 cm. There is thin, residual, firm fimbria. There are bilateral metallic coiled wires present through the proximal fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, premature menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myometrium"), pelvic pain ("pelvic pain/ pain"), uterine haemorrhage ("abnormal uterine bleeding"), postmenopausal haemorrhage ("postmenopausal bleeding"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 38-year-old female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included menses irregular, uterine bleeding, chronic cervicitis, benign cervical tumor, obesity and multinodular goiter. Concomitant products included (), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fluocinonide from (B)(6) 2016 to (B)(6) 2016, ibuprofen from 2010 to 2017 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced premature menopause ("premature ovarian failure"). In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and postmenopausal haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), oxycocet (percocet) and surgery (hysterectomy with bilateral salpingo-oophorectomy ¿ lavh and underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed on 6-jun-2017. At the time of the report, the embedded device, uterine haemorrhage, postmenopausal haemorrhage, autoimmune disorder, uterine leiomyoma, premature menopause, hypersensitivity, depression and anxiety outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, depression, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, postmenopausal haemorrhage, premature menopause, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. On (B)(6) 2017, surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Benign endocervical polyp. Negative for dysplasia. Endometrium: benign late secretory endometrium. Myometrium: leiomyoma, 1.5 cm. Serosa: unremarkable. Fallopian tubes: benign bilateral fallopian tubes. Negative for hyperplasia, atypia or malignancy. Gross examination: "cervix, uterus, bilateral fallopian tubes": the right fallopian tube measures 8.3 cm in length with an average diameter of 6 mm and minimal, probable intact fimbria. The left fallopian tube is dilated at the distal half measuring 7 cm in length with a diameter ranging from 5 mm up to 1 cm. There is thin, residual, firm fimbria. There are bilateral metallic coiled wires present through the proximal fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, premature menopause. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received:event device dislocation changed to device embedded added.concurrent condition,concomitant medication added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain/ pain"), uterine haemorrhage ("abnormal uterine bleeding"), postmenopausal haemorrhage ("postmenopausal bleeding"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, uterine bleeding, chronic cervicitis and benign cervical tumor. Concomitant products included norlestrin fe (loestrin fe) and vicodin (lortab 5/500). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), postmenopausal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), uterine leiomyoma ("fibroids") and premature menopause ("premature ovarian failure"). The patient was treated with oxycocet (percocet), ibuprofen (motrin), surgery (hysterectomy with bilateral salpingo-oophorectomy ¿ lavh) and surgery (underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine haemorrhage, postmenopausal haemorrhage, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, alopecia, uterine leiomyoma and premature menopause outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, autoimmune disorder, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, postmenopausal haemorrhage, premature menopause, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017, surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Benign endocervical polyp. Negative for dysplasia. Endometrium: benign late secretory endometrium. Myometrium: leiomyoma, 1.5 cm. Serosa: unremarkable. Fallopian tubes: benign bilateral fallopian tubes. Negative for hyperplasia, atypia or malignancy. Gross examination: "cervix, uterus, bilateral fallopian tubes": the right fallopian tube measures 8.3 cm in length with an average diameter of 6 mm and minimal, probable intact fimbria. The left fallopian tube is dilated at the distal half measuring 7 cm in length with a diameter ranging from 5 mm up to 1 cm. There is thin, residual, firm fimbria. There are bilateral metallic coiled wires present through the proximal fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, premature menopause. Most recent follow-up information incorporated above includes: on 19-mar-2018: information from pfs and mr. New reporters added. Concomitant conditions and drugs added. Lot number and expiration date added. New event added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), autoimmune disorder, hair loss, migration of essure device, fibroids, premature ovarian failure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain/ pain"), uterine haemorrhage ("abnormal uterine bleeding"), postmenopausal haemorrhage ("postmenopausal bleeding"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 38-year-old female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included menses irregular, uterine bleeding, chronic cervicitis, benign cervical tumor and morbid obesity. Concomitant products included norlestrin fe (loestrin fe), paracetamol (acetaminophen) since 2010 and vicodin (lortab 5/500). On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced alopecia ("hair loss"), uterine leiomyoma ("fibroids") and premature menopause ("premature ovarian failure"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and postmenopausal haemorrhage (seriousness criterion medically significant). The patient was treated with oxycocet (percocet), ibuprofen (motrin), surgery (underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine haemorrhage, postmenopausal haemorrhage, autoimmune disorder, uterine leiomyoma, premature menopause and hypersensitivity outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered alopecia, autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, postmenopausal haemorrhage, premature menopause, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. On (B)(6) 2017, surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Benign endocervical polyp. Negative for dysplasia. Endometrium: benign late secretory endometrium. Myometrium: leiomyoma, 1.5 cm. Serosa: unremarkable. Fallopian tubes: benign bilateral fallopian tubes. Negative for hyperplasia, atypia or malignancy. Gross examination: "cervix, uterus, bilateral fallopian tubes": the right fallopian tube measures 8.3 cm in length with an average diameter of 6 mm and minimal, probable intact fimbria. The left fallopian tube is dilated at the distal half measuring 7 cm in length with a diameter ranging from 5 mm up to 1 cm. There is thin, residual, firm fimbria. There are bilateral metallic coiled wires present through the proximal fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, premature menopause. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: allergic or hypersensitivity reaction, did not undergo essure confirmation test. Outcome of following events was updated form unknown to recovered/resolved: abnormal bleeding, hair loss. Concomitant drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), pelvic pain ('pelvic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding'), postmenopausal haemorrhage ('postmenopausal bleeding') and autoimmune disorder ('autoimmune disorder') in a 38-year-old female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted/she did not undergo essure confirmation test". Medical conditions: on (B)(6) 2017, surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Benign endocervical polyp. Negative for dysplasia. Endometrium: benign late secretory endometrium. Myometrium: leiomyoma, 1.5 cm. Serosa: unremarkable. Fallopian tubes: benign bilateral fallopian tubes. Negative for hyperplasia, atypia or malignancy. Gross examination: "cervix, uterus, bilateral fallopian tubes": the right fallopian tube measures 8.3 cm in length with an average diameter of 6 mm and minimal, probable intact fimbria. The left fallopian tube is dilated at the distal half measuring 7 cm in length with a diameter ranging from 5 mm up to 1 cm. There is thin, residual, firm fimbria. There are bilateral metallic coiled wires present through the proximal fallopian tubes. Concurrent conditions included menses irregular, uterine bleeding, chronic cervicitis, cervical polyp, obesity and multinodular goiter. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fluocinonide from (B)(6) 2016 to (B)(6) 2016, hydrocodone bitartrate;paracetamol (lortab), ibuprofen from 2010 to 2017, medroxyprogesterone acetate (depoprovera), paracetamol (acetaminophen) since 2010 and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced premature menopause ("premature ovarian failure"). In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and postmenopausal haemorrhage (seriousness criterion medically significant). The patient was treated with oxycodone hydrochloride;paracetamol (percocet), and surgery (hysterectomy with bilateral salpingo-oophorectomy ¿ lavh and underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, postmenopausal haemorrhage, autoimmune disorder, uterine leiomyoma, premature menopause, depression and anxiety outcome was unknown and the pelvic pain, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia and hypersensitivity had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, depression, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, postmenopausal haemorrhage, premature menopause, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 180 lbs. Patient received treatment for bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, premature menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received outcome of events " pain, bleeding and allergic reaction" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), pelvic pain ('pelvic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding'), postmenopausal haemorrhage ('postmenopausal bleeding') and autoimmune disorder ('autoimmune disorder') in a 38-year-old female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted/she did not undergo essure confirmation test". Medical conditions: on (B)(6) 2017, surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Benign endocervical polyp. Negative for dysplasia. Endometrium: benign late secretory endometrium. Myometrium: leiomyoma, 1.5 cm. Serosa: unremarkable. Fallopian tubes: benign bilateral fallopian tubes. Negative for hyperplasia, atypia or malignancy. Gross examination: "cervix, uterus, bilateral fallopian tubes": the right fallopian tube measures 8.3 cm in length with an average diameter of 6 mm and minimal, probable intact fimbria. The left fallopian tube is dilated at the distal half measuring 7 cm in length with a diameter ranging from 5 mm up to 1 cm. There is thin, residual, firm fimbria. There are bilateral metallic coiled wires present through the proximal fallopian tubes. Concurrent conditions included menses irregular, uterine bleeding, chronic cervicitis, cervical polyp, obesity and multinodular goiter. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fluocinonide from (B)(6) 2016, hydrocodone bitartrate;paracetamol (lortab), ibuprofen from 2010 to 2017, medroxyprogesterone acetate (depoprovera), paracetamol (acetaminophen) since 2010 and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced premature menopause ("premature ovarian failure"). In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and postmenopausal haemorrhage (seriousness criterion medically significant). The patient was treated with oxycodone hydrochloride;paracetamol (percocet), and surgery (hysterectomy with bilateral salpingo-oophorectomy ¿ lavh and underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, postmenopausal haemorrhage, autoimmune disorder, uterine leiomyoma, premature menopause, depression and anxiety outcome was unknown and the pelvic pain, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia and hypersensitivity had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, depression, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, postmenopausal haemorrhage, premature menopause, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 180 lbs. Patient received treatment for bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, premature menopause. Lot number: 713453, manufacturing date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain/ pain"), uterine haemorrhage ("abnormal uterine bleeding"), postmenopausal haemorrhage ("postmenopausal bleeding"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 38-year-old female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included menses irregular, uterine bleeding, chronic cervicitis, benign cervical tumor and obesity. Concomitant products included norlestrin fe (loestrin fe), paracetamol (acetaminophen) since 2010 and vicodin (lortab 5/500). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, 6 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced premature menopause ("premature ovarian failure"). In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and postmenopausal haemorrhage (seriousness criterion medically significant). The patient was treated with oxycocet (percocet), ibuprofen (motrin), surgery (hysterectomy with bilateral salpingo-oophorectomy ¿ lavh) and surgery (underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine haemorrhage, postmenopausal haemorrhage, autoimmune disorder, uterine leiomyoma, premature menopause, hypersensitivity, depression and anxiety outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, depression, device dislocation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, postmenopausal haemorrhage, premature menopause, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. On (B)(6) 2017, surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Benign endocervical polyp. Negative for dysplasia. Endometrium: benign late secretory endometrium. Myometrium: leiomyoma, 1.5 cm. Serosa: unremarkable. Fallopian tubes: benign bilateral fallopian tubes. Negative for hyperplasia, atypia or malignancy. Gross examination: "cervix, uterus, bilateral fallopian tubes": the right fallopian tube measures 8.3 cm in length with an average diameter of 6 mm and minimal, probable intact fimbria. The left fallopian tube is dilated at the distal half measuring 7 cm in length with a diameter ranging from 5 mm up to 1 cm. There is thin, residual, firm fimbria. There are bilateral metallic coiled wires present through the proximal fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, premature menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received following events were added: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium'), pelvic pain ('pelvic pain/ pain'), uterine haemorrhage ('abnormal uterine bleeding'), postmenopausal haemorrhage ('postmenopausal bleeding') and autoimmune disorder ('autoimmune disorder') in a (B)(6) female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted/she did not undergo essure confirmation test". Medical conditions: on (B)(6) 2017, surgical pathology report diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Benign endocervical polyp. Negative for dysplasia. Endometrium: benign late secretory endometrium. Myometrium: leiomyoma, 1.5 cm. Serosa: unremarkable. Fallopian tubes: benign bilateral fallopian tubes. Negative for hyperplasia, atypia or malignancy. Gross examination: "cervix, uterus, bilateral fallopian tubes": the right fallopian tube measures 8.3 cm in length with an average diameter of 6 mm and minimal, probable intact fimbria. The left fallopian tube is dilated at the distal half measuring 7 cm in length with a diameter ranging from 5 mm up to 1 cm. There is thin, residual, firm fimbria. There are bilateral metallic coiled wires present through the proximal fallopian tubes. Concurrent conditions included menses irregular, uterine bleeding, chronic cervicitis, cervical polyp, obesity and multinodular goiter. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fluocinonide from (B)(6) 2016 to (B)(6) 2016, hydrocodone bitartrate;paracetamol (lortab), ibuprofen from 2010 to 2017, medroxyprogesterone acetate (depoprovera), paracetamol (acetaminophen) since 2010 and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced premature menopause ("premature ovarian failure"). In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and postmenopausal haemorrhage (seriousness criterion medically significant). The patient was treated with oxycodone hydrochloride;paracetamol (percocet), and surgery (hysterectomy with bilateral salpingo-oophorectomy ¿ lavh and underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, postmenopausal haemorrhage, autoimmune disorder, uterine leiomyoma, premature menopause, depression and anxiety outcome was unknown and the pelvic pain, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia and hypersensitivity had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, depression, embedded device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, postmenopausal haemorrhage, premature menopause, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: current weight: (B)(6) . Patient received treatment for bleeding and migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, premature menopause. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received outcome of events " pain, bleeding and allergic reaction" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal uterine bleeding") and postmenopausal haemorrhage ("postmenopausal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and postmenopausal haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy and a bilateral salpingectomy of essure.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and postmenopausal haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and postmenopausal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.